Manufacturer narrative:
.

Event description:
Additional information received from a tandem clinical diabetes specialist indicated that the customer was using a new box of infusion sets and had not received an occlusion alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump multiple times. The customer's blood glucose (bg) level reached as high as 594 mg/dl with a large level of ketones. A correction bolus and insulin injections were used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.